Manufacturer narrative:
Continuation of d10: product ID 3708660 serial# unknown: product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced increased dystonia symptoms, and there was a suspected loose connection at the extension site. The healthcare provider inquired about the potential impact of a loose screw on the electrical connection between the brain lead and the extension, despite proper alignment of the contacts. External impedance measurements using a clinician tablet showed no abnormalities. The provider also questioned the method to verify if the screws were properly tightened and the significance of multiple clicks from the torque wrench during fixation. An x-ray was suggested to check for electrode misalignment, but it was noted that there is no method to confirm the tightness of the setscrew post-surgery. No patient complications have been reported as a result of this event. Additional information was received. It was reported that the cause of worsening dystonia was undetermined. They plan to check whether there are any problems with the system connection by opening the implantation site, etc.

Manufacturer narrative:
Continuation of d10: product ID: 3708660, serial#: unknown, product type: extension. Product ID: neu_unknown _lead, serial#: unknown, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. Surgery is scheduled for (B)(6) 2025. The lead and extension will be replaced to resolve the issue.

Event description:
Additional information was received: it was reported that due to the patient's health condition, the surgery is postponed.

Manufacturer narrative:
Continuation of d10: product ID 3708660, serial# unknown, product type extension. Product ID neu_unknown_lead, serial# unknown, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that it seemed that the issue had been resolved as there has been no contact from doctor.

Manufacturer narrative:
Continuation of d10: product ID 3708660 lot# serial# unknown: product type extension product ID neu_unknown _lead lot# serial# unknown: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.